Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted the right atrial (ra) exhibited noise oversensing resulted in pacing inhibition and inappropriate mode switch. The ra lead was explanted; a leadless pacemaker was implanted. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been: "it was reported that the patient presented remotely via merlin.net. It was noted the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition and inappropriate mode switch. The rv lead was explanted; a leadless pacemaker was implanted. There were no patient consequences." Rather than "it was reported that the patient presented remotely via merlin.net. It was noted the right atrial (ra) exhibited noise oversensing resulted in pacing inhibition and inappropriate mode switch. The ra lead was explanted; a leadless pacemaker was implanted. There were no patient consequences."

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition and inappropriate mode switch. The rv lead was explanted; a leadless pacemaker was implanted. There were no patient consequences.

Manufacturer narrative:
The reported events were noise oversensing resulted in pacing inhibition and inappropriate mode switch. A complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil, at the proximal region consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil in the abrasion zone.